Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 5, 2019 - march 7, 2019. The actual device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. During fill, leak/backflow was observed at the fillport. The reported condition was verified. The cause of the leak/backflow was due to a particle lodged under the device checkband, however the cause of the particle was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.